Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of incident. Patient's current bg: 204 mg/dl. The customer reported that she changed her infusion set, due to be change. Insulin pump read high blood glucose, had over 400 mg/dl. Customer reported that she took injection to correct for 5u and blood glucose started to come down to below 300 mg/dl, gave herself 10u more manually, by this time she knew that bolusing wouldn't help her that much. Reason she didn't call at the time, when she was that high, she wouldn't have been able to follow along, due to her state of mind. Customer needed to get this under control to be to function correctly. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The insulin pump will not be returned for analysis.